Event description:
On 4/24/1998 at 18:40 pm, the account reported an erratic troponin I result of 8.7 ng/ml was reported, which was run on the axsym analyzer. The sample was retested, giving results of 0.0/0.2 ng/ml. No report of injury.